Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the lead body was curled consistent with having been pulled with force. The continuity test with manipulation on the distal cable was unsuccessful. The cable has been pulled to the point of fracture. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The lead had a good measurement when initially hooked to pacing system analyzer (psa). When the lead was hooked to the device, the impedance measurement rises with no capture at maximum output. The lead was then reconnected to the psa and had the same result of impedance in 1200's with no capture at maximum output. The physician tried to retract the lead, but the helix would not retract. The physician then removed lead by tuning the entire lead body and noted a tissue in the helix. Additional information indicated that the lead was believed to have fractured which caused the rise in impedance abruptly and no capture at max output. This rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The lead had a good measurement when initially hooked to pacing system analyzer (psa). When the lead was hooked to the device, the impedance measurement rises with no capture at maximum output. The lead was then reconnected to the psa and had the same result of impedance in 1200's with no capture at maximum output. The physician tried to retract the lead, but the helix would not retract. The physician then removed lead by tuning the entire lead body and noted a tissue in the helix. Additional information indicated that the lead was believed to have fractured which caused the rise in impedance abruptly and no capture at max output. This rv lead was never in service. No adverse patient effects were reported.